Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on 03/21/2016 to report gaps in data that occurred on (B)(6) 2015. No injury or medical intervention was reported.